Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d164awg implantable cardioverter defibrillator, (B)(6) 2009; 7122-65 competitor implantable tachy lead, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing p-waves on the pace/sense portion. During the revision procedure, visual observation of the lead in the operating room revealed damage. The lead was abandoned and was replaced. No patient complications have been reported as a result of this event.